Manufacturer narrative:
The field service engineer determined the pinch tubing was split, a vacuum solenoid was sticking, and another solenoid was worn. The solenoid and tubing were replaced. The vacuum solenoid and shafter were cleaned and adjusted. Ise checks were performed. There were no errors and the results were stable. The customer ran calibration and controls; these were ok. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with ise indirect na for gen. 2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory. The samples were repeated and amended reports were issued. The reporter noted they had been experiencing issues with sipper nozzle movement alarms and ise noise errors. Refer to the attachment for all patient data. The na electrode lot number was v0432. The electrode expiration date was requested, but not provided.